Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient experienced shortness of breath and that the right ventricular (rv) lead "unscrewed". The lead remains in use. No further patient complications have been reported as a result of this event.